Manufacturer narrative:
The device was returned and the investigation has been completed. The pump was run and produced adequate flows. A kink was found on the cannula. The root cause of the low flows was most likely a kink in the cannula due to use related issues. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, flows reduced to 2 l/min. The physician elected to remove the impella, flush it, and recross the aortic valve. However, after reinsertion, the flows still did not go above 1.2 l/min. This impella was then explanted and replaced with a new one, which functioned properly. No patient harm was reported.